Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring seals did not load properly. The surgeon has difficulty in rolling the seals. The surgeon could not get the seals to roll by squeezing on the green wings. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the heartstring seal was cracked and was partially loaded into deployment tube. The portion of the seal outside flared wider than the diameter of the tube with tension spring components loaded inside deployment tube. The delivery device was received attached to the loader device with the plunger was not depressed. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.